Event description:
It was reported that syringe 20ml ll ns tip was damaged, had scale marking issues on 2 occasions, plunger rod was damaged on 2 occasions, barrel was damaged on 9 occasions, and had foreign matter on 2 occasions. The following information was provided by the initial reporter: 1 syringe with deformed tip, 2 syringes with incomplete imprint, 2 syringes with deformed plunger rod, 9 syringes with light scratches, 1 syringe without plunger, 4 syringes with rough sides plunger (burrs), 1 syringe with ink tip on plunger, 1 syringe with ink dot on barrel.

Manufacturer narrative:
H.6. Investigation: a total of twenty one samples were received for evaluation by our quality team. After visual inspection of all product, several defects were observed; nine syringes were observed to have light scratches along the barrel, five have scale marking defects, either incomplete scales or ink stains, four syringes were observed to have embedded material, one syringe did not have the plunger properly assembled, two syringes have burrs in the barrel, two syringes are noted to have molding defects, air bubbles molded within the barrel, and one syringe was noted to have a deformed tip. A device history review was performed for the reported lots 2003350, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the observed defects, however, daily incident reports did identify some failures that may have contributed to the defects observed. As there were multiple defects observed, the failures and causes are further outlined below: damaged/scratched barrel: the scratches observed are cosmetic and do not impact the functionality of the device. The areas where pieces move within the manufacturing area are protected to avoid damage on the product. While no direct issues related to damaged product were identified, this incident is likely related to friction of pieces inside the bag of bulk syringes. Scale marking issue: this can be related to a failure in the patters or flaming system that transfer the ink onto the barrel to create the scale. A daily incident report for lot identified that ink stains were found during the marking process and the inkwell was changed. It was determined the defects related to scale marking issues is related to this failure identified during manufacturing. Embedded material: machines undergo routine cleaning and maintenance and injection machines are ran prior to use to remove any excess materials, rejecting the first few pieces. A daily incident report for lot 2003350 found plungers were observed with burnt material during manufacturing. The impacted units were discarded, however, it is likely burnt material remained within the injection machine and became injected in the samples as observed. Plunger missing: one annotation was noted related to stoppers not being assembled onto the plunger. As a result, the plunger will not remain assembled within the syringe, as seen in the sample returned. Once this issue was detected, the mechanical team repaired the failure. Burrs: although we could not identify a direct issue, burrs can occur during the movement of the product within the manufacturing equipment. Molding defect (air bubble): no direct issues related to this defect were identified during manufacturing. All molding parameters were reviewed and verified machines were operating under the correct limits. While we cannot determined a definitive root cause, this failure can occur when air enters the mold. Deformed tip: as no issues were identified related to this defect during manufacturing, a definitive root cause cannot be identified at this time. We recognize this may occur during the molding process due to a failure when the piece is removed from the mold. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 20ml ll ns tip was damaged, had scale marking issues on 2 occasions, plunger rod was damaged on 2 occasions, barrel was damaged on 9 occasions, and had foreign matter on 2 occasions. The following information was provided by the initial reporter: 1 syringe with deformed tip. 2 syringes with incomplete imprint. 2 syringes with deformed plunger rod. 9 syringes with light scratches. 1 syringe without plunger. 4 syringes with rough sides plunger (burrs). 1 syringe with ink tip on plunger. 1 syringe with ink dot on barrel.